Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint through the product notification, the customer had taken initiative to inspect the item through a high mag resolution and had identified a micro-crack. The main tube had signs of abrasion/wear that exhibited damage to the insulation but no micro-cracks were found. Two hairline scratches and one small circular hole found near the distal end. No materials were removed or found missing. The instrument passed electrical continuity testing. No other damage was found.

Event description:
Through the product notification, the customer had taken initiative to inspect the monopolar cautery instrument through a high mag resolution and had identified a micro crack. No patient harm, adverse outcome or injury was reported.